Event description:
A report was received from a dealer who states wheel keeps going flat. Has not tested in water. In speaking with the reporter it was learned there was no injury. A new wheel was sent for replacement without further incident. Please note that if any further information is received a supplemental report will be filed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The owner's manual part number 1110550, rev.g (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter, no additional information was received regarding the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.